Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 300 mg/dl range. Reportedly, customer experienced dizziness and lost consciousness and went to the emergency room. Subsequently, the customer was hospitalized. The customer alleged that the hospitalization was due to the pump; however, also admitted that continuous glucose monitor was not in use and therefore customer was not managing blood glucose appropriately. Bg was treated with manual insulin injections. Customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.